Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the ccd unit, scope communication error (e216) and corrosion on the charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: failure of the electronical component caused the communication error (e216), no image on display was due to damage on circuit board unit and component failure of charged coupled device caused corrosion in the same area. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue was found during set up / inspection for use (before patient in room). There were no reports of patient involvement.